Manufacturer narrative:
Date of incident is estimated based on the manufacturer's awareness date.

Event description:
According to the complaint, when the user was using the abl90 flex plus blood gas analyzer (serial number: (B)(6)). The analyzer prompted the user for a manual flush. The user followed the step-by-step procedure shown on the analyzer, and when they were pumping air and water into the machine, it stopped for 2 seconds, and a huge jet of water came through the needle and splashed onto their face. The user immediately washed and cleaned their eye with saline and was followed through with blood tests.

Manufacturer narrative:
Based on the provided information and data, radiometer investigation was unable to determine the root cause. Hence it is unknown.